Manufacturer narrative:
A photocopy of the packaging label was provided by the customer. The following items were returned/provided by the customer for investigation: one used list #142550489 primary plumset attached to a bag spike adaptor. A white connector. A 250ml bag. As received, the inlet and the outlet filter of the returned device were wetted out with prior infusate. The inline filter was leak tested. A leak was observed from the outlet filter of the inline filter. The complaint of 'leaking issue' can be confirmed. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to infusate interaction during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The complaint/event occurred on an unspecified date and involved a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch. Leaking from a hole on the top/back of the inline filter was reported during a bavencio (immunotherapy) infusion. Tubing was not replaced, there was only 7 minutes left of infusion when the nurse was called to the room. The remaining drug was not replaced. The tubing set up was primed by the pharmacy. There was no blood loss, bleed back or human harm associated with this complaint/event.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.